Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient originally treated with afx on (B)(6) 2011. Patient's infrarenal neck and both common iliacs have dilated and it endoleak type 1a and type 1b were noted. Patient was transferred to a different hospital and underwent a secondary procedure. No additional information could be obtained from the new hospital at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia (reported in a separate report), aortic neck and iliac diameter growth, dilated cuff and main body stent below 20%. The reported endoleak type ib was not confirmed. Additionally there was evidence to reasonably support stent migration and an indeterminate endoleak. The reported patient asymptomatic was refuted, rather there was evidence that the patient has been experiencing pain since (B)(6) 2016, with two urgent care visits in (B)(6) 2017 and (B)(6) 2018. The most likely cause of the distal loss of seal was disease progression and the long term use of anticoagulation - there was evidence of poor adherence to medical advice. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.